Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery rapidly depleted. Customer's blood glucose was 165-304 mg/dl. Tandem technical support reviewed pump data and confirmed the reported issue. Customer continued to use pump for insulin therapy.